Event description:
It was reported that the customer experienced a seizure due to a low blood glucose (bg). Prior to the seizure, the pump had alerted that the customer was experiencing a low bg. The customer experienced a low blood glucose level, but at the time of the event, the bg level was not taken. Once the seizure had stopped, and prior to paramedics taking the customer to the ER, the customer was given milk and glucose sachet and their bg level went up to 83 mg/dl and then dropped to 66.6 mg/dl. The paramedics gave the customer glucose. The cause of the low bg was unknown. A pump system check conducted by technical support revealed no issues with the pump, which was functioning as intended. The customer was in the ER for observation only and did not receive treatment. The customer's bg level at the time of the report was 200 mg/dl. The customer was released from the ER on (B)(6) 2026 with no permanent damage and the reported issue was resolved. At the time of the report, no additional information was given.